Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, a foreign particle was discovered floating in the surgical site after using the ablation function. The particle was assumed to be part of the wand tip. The procedure was completed without retrieving the foreign particle. There were no pt complications reported as a result of this event.